Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient was implanted to treat migraines. The patient noted that prior to having the spinal cord stimulator (scs) implanted, they had 25+ migraine days in a month so when they go the scs devices implanted, they would never turn them off. However, in the fall they started taking a new migraine shot called aimovig so they started leaving the scs off for 10-12 days and they would do okay. The patient noted that they fell on their back/tailbone on (B)(6) 2019 and it went straight to their neck and head. They have a terrible migraine and at this point the right side battery is completely dead and nothing is working. The patient mentioned going to the emergency room (ER) after the fall. On (B)(6) 2019 the patient was encountering the reposition antenna message when attempting to charge their ins. They already repositioned the antenna up and down and in every position for the past 45 minutes. They tried both of their rechargers but are getting the reposition antenna message with both. The patient is implanted with two inses but they are only having a problem with their right ins; it is working fine on their left side. The patient last successfully charged their ins probably only 10 days ago. The most the patient ever leaves the ins batter uncharged is for 2-3 weeks. The patient is not able to communicate with another external device. The patient is getting a poor communication message on their patient programmer. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.